Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clip applier misloaded clips when pre-advancing. Clips advanced at an angle and fell out. Case completed with another device of the same product code. There were no patient consequences. Device was discarded.

Manufacturer narrative:
(B)(4):at what firing did the customer start having trouble with the device? No answer.did the dropping clip drop into the patient? No.if so how were the clips retrieved? No answer.were there any unusual noises heard? No.was the device difficult to fire? No.did the primary care surgeon fire the device? No. Surgical tech. Realized when pre-loading first clip.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.